Event description:
A nurse set lipids on syringe pump to run 16cc in 22 hours. Clinical staff conducted a patient assessment post two hours of IV therapy start and discovered the pump had been programmed for 22 minutes. The syringe pump was immediately stopped and the infant evaluated by physician. Lab work was ordered. The patient did not suffer any adverse effects from the event.====================== health professional's impression======================operator error.